Event description:
Caller had essure procedure done about two months ago. On (B)(6) 2014, the coil detached and fell out of her. Since then she's been experiencing pain, cramping with heavy bleeding. Contacted her doctor who schedule an x-ray after which will determine the next course of action.